Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt) and caval thrombosis. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis (dvt) and caval thrombosis were reported. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Without imaging available for review and the limited information provided a clinical determination could not be made as to the cause of the events. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, deep vein thrombosis (dvt) and caval thrombosis. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
Additional information received per the medical records indicate that the patient has a history of bilateral pulmonary emboli and left-sided deep vein thrombosis. The filter was deployed via the patient's right femoral vein.   Additional information received per the patient profile form (ppf) states that the patient experienced filter embedded in wall of inferior vena cava (ivc), device unable to be retrieved, blood clots, clotting and or occlusion of the ivc. The patient became aware of the reported events approximately eight years and ten months after the index procedure. The patient stated that he has experienced psychological symptoms due to embedment of the filter, blood clot, filter being 'side ways' and slight, moderate pain/discomfort.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b1, b3, b4, b5, b7, d1, d4, d11, g3, g4, g7, h1, h2 h4 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt) and caval thrombosis. The patient reported becoming aware of filter embedded in wall of inferior vena cava (ivc), device unable to be retrieved, blood clots, clotting and or occlusion of the ivc, approximately eight years and ten months post implant. The patient also reported psychological symptoms and moderate pain related to the filter. The patient reported undergoing a removal procedure approximately two years post implant, but that the filter is lodged sideways and therefore cannot be removed. The indication for the filter placement was left sided deep vein thrombosis and bilateral pulmonary emboli. The filter was placed via the right femoral vein and deployed at l2-l3 in straight up and down position. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. Ivc filter tilt has been associated with operator technique, and/or vessel characteristics, specifically asymmetry and tortuosity. Blood clots, clotting and/or occlusion of the inferior vena cava or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Inferior vena cava filters are not indicated for use in the prevention of deep vein thrombosis. Without imaging available for review and the limited information provided a clinical determination could not be made as to the cause of the events. Due to the nature of the complaint the reported pain could not be further clarified. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.